Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving the error 5 error message. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt obtained repeated error 5 error messages on the reported meter upon test strip insertion; he did not obtain a blood glucose reading. Following the use of the meter, the pt took the action of consuming more food and/or drink. 'A few hours' later, the pt experienced the symptoms of lethargy and frequent urination. The pt administered self-treatment with insulin; he did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's testing technique was correct and the test strips were in good condition and within opened expiration dating. The cca also determined the test strips did not completely draw in the blood sample, which can cause error messages. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter issue, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.